Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the transverse process broke off. No device malfunction was reported. But there was possibility that the transverse process broke off because the hook have been allegedly placed in the wrong direction by mistake.